Manufacturer narrative:
(B)(4). Batch # p5910m. The analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. No damaged on the firing knob were noted at anytime during the analysis of the device. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the trigger handle was broken, was the firing knob broken off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, will it be returning with the device for analysis? If not, was the firing knob disposed of? Response received: yes, firing knob was broken of the device but it was not fall into the patient. And it was discarded in or.

Event description:
It was reported that during an unknown procedure, the trigger handle was broken. There were no patient consequences reported.